Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range pacing impedance and noisy signals on the right ventricular (rv) lead channel. Technical services (ts) advised troubleshooting actions and potential resolutions. The health care professional (hcp) is to decide what they want to do after a patient follow-up. The device remains in use. No adverse patient effects were reported.